Event description:
The customer observed erratic qc results and noticed salt buildup on the induction heating element. The issue occurred on the alinity ci-series scm module, serial number (B)(6) . The incubation heater was cleaned from salt build up and sample syringe was replaced. There was no impact to patient management or user safety was reported.

Manufacturer narrative:
Investigation into this issue found this incident was impacted by an issue identified in alinity ci system software 3.6.1 and lower where inadequate alinity I-series maintenance procedures can result in salt buildup on the induction heater (ih) assembly which can reduce sample pipettor wash performance, increasing the risk of sample carryover. The issue has the potential to generate incorrect results. A product correction letter was issued on 13nov2025 to all alinity customers who have installed alinity I processing modules, notifying them of the issue. The product correction letter also provides the necessary steps to take if the potential issue is observed until they receive the mandatory upgrade of alinity ci-series system software version 3.7.0. Abbott is releasing alinity ci software version 3.7.0 to correct the issue and enhance the overall system. Root cause investigation is ongoing, and the outcome of the investigation will be communicated through rcr# 3016438761-11192025/c/1.